Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, an insulation anomaly was noted on the left ventricular lead. Medical adhesive was used to repair the damaged lead. The patient's condition was good post procedure and would continue to be monitored.